Event description:
Complainant alleged that during biomed testing the energy decrease button on the paddles is not operating. Complainant indicated that there was no pt involvement in the reported malfunction.